Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had a meter settings issue - date time issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter settings issue first occurred on (B)(6) 2016 9:00am. The patient manages her diabetes with medications including metformin 1000mg and stated that on (B)(6) 2016 at 9:30 she obtained a blood glucose result of 400mg/dl on a doctor's meter and increased her dose of metformin by 500mg and. The patient stated that she received 50ml of lantus by her health care professional (hcp). The patient denied that she developed any symptoms. At the time of trouble shooting, the cca confirmed that it was the first time the subject meter was being used. Cca was unable to resolve the issue with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury nor receive medical intervention for a serious diabetes excursion. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The original 3500a was submitted in error. This complaint is not considered to be reportable. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury nor receive medical intervention for a serious diabetes excursion. This complaint is not being reported because although the alleged product malfunctioned it could not have led to any harm to the user as a date/ time issue would not have affected the user¿s ability to obtain a blood glucose result.